Event description:
Reportedly, during a control of the device still in its sterile packaging (not implanted), interrogation of the device showed that the magnet rate was 87min-1 whereas it was not still implanted. The device will be returned for analysis.

Event description:
Reportedly, during a control of the device still in its sterile packaging (not implanted), interrogation of the device showed that the magnet rate was 87min-1 whereas it was not still implanted. The device will be returned for analysis.